Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. A field service engineer swapped the legacy drawer with enhanced full height drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was not detected on bus. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.